Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range high hv lead impedance was observed. All vectors were stable historically. All other electrical parameters were in range and stable. The patient will continue to be monitored. No symptoms were reported.